Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to pressure regulator balloon failure. A new device has been placed and no patient complications reported.